Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A search in sap system was performed to verify the product availability. The entire lot was sold or distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during her treatment. After receiving a cycler alarm she discovered fluid leaking from the cassette door. The patient contacted her pd nurse, the set was not available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection and the pd fluid culture was negative. She was prescribed antibiotics. No treatments were missed.